Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sigmoid colon resection re-anastomosis, the staple line and cut line were fine, but the anvil fell off in the patient when trying to remove. The anvil was removed from the patient. The case was completed with no patient consequences.